Event description:
It was reported following a permanent implant the patient developed abdominal pain post procedure and was brought back, and the paddle lead was replaced with percutaneous leads. Therapy was restored and patient in stable condition.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.